Event description:
Customer reported hospitalization due to high blood glucose. Customer was in coma. The paramedics were called and transported customer to hospital. The blood glucose reading at the time of the event was 1300 mg/dl. The insulin pump alarmed no delivery. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.